Event description:
A customer reported while using a glidescope core 2m quickconnect (qc) cable on a patient in the operating room (or), the screen glitched and the image would go in and out. Inspection of the qc cable by a verathon representative found the magnet was missing inside one of the connectors. Furthermore, the corner of the connector was cracked. The qc cable was also found to have a label attached stating "positional." The customer reported completing the procedure using the second qc cable from the same glidescope core system which was made available in an unspecified amount of time. No harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core 2m quickconnect cable was not returned to verathon for evaluation, therefore the cause of the reported issue could not be confirmed. However, based on inspection of the qc cable at the facility by a verathon representative and review of a photo provided, it is likely that the cause was due to the identified damage to the cable's qc connector. The glidescope core operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Review of complaint history for the reported qc cable was not able to be performed as the lot number was not provided. Trending analysis for glidescope core qc cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Following the reported event, verathon was made aware that the customer ordered a replacement qc cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.